Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. At this time product has not yet been returned and a valid serial number has not been provided. Clinical data was reviewed and confirmed that freestyle libre sensors and freestyle strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint freestyle libre sensors, libre reader and freestyle strips, no trends were identified that would indicate any product related issues. Stability data for freestyle libre strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The consumer reported issues with 3 freestyle libre 2 sensors, and a freestyle libre 2 reader all with unknown serial numbers. This report covers all devices. Reference reports: mw5118455, mw5118456. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: abbott freestyle libre 2 continuous glucose monitoring sensors have repeatedly failed today. The first occurred when I tried to replace a sensor early, and due to an unannounced change to the programming of the libre2 reader device, I was unable to override the old sensor that was about to expire and initialize a new one. I removed that sensor and it was rendered unusable. The next two sensors I tried to activate both failed to ever initialize and provide a reading. The reader device itself is currently unable to recognize blood glucose test strips, and this currently leaves me with no way to check my blood glucose levels as a type 1 diabetic. Reference reports: mw5118454, mw5118456. Based on the information provided, there was no report of serious injury associated with this event. Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful.